Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that two meniscal cinch ii's, ar-4501 were used in a knee procedure. The surgeon implanted both mcii's into the posterior meniscus. The issue was encountered with tightening the knots. The knot migrated towards the first anchor as it should have with each implant; however, upon performing the final tensioning, the suture with each anchor had elongated loops in the suture that the surgeon could not eliminate no matter how hard he was pulling on the suture and tensing them. The surgeon was pulling and tightening on the second implant suture, and upon doing the final tensioning, the suture ultimately broke. With the first anchor, as the surgeon was performing the final tensioning on that one, the surgeon cut the suture, but upon examining the knot with a probe, the knot fell apart and the construct of the implants came undone. This was a very frustrating experience for the doctor and the patient, and ultimately the doctor used a different cinch from another company to finish the case. The surgeon performed the technique perfectly and the implants deployed properly, but the issue appeared to occur with the knot tensioning mechanism. The sutures were retrieved but the peek implants were not.